Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no polarity switch on the leads and that the lead almost acted like the tip and ring were switched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was noted that intracardiac appeared reversed during testing and cables were reversed and appeared normal, dropped new cables and the same issue occurred. A polarity switch was also noted. The rv lead was replaced. No patient complications have been reported as a result of this event.